Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a partial lead was returned in one piece for analysis. Visual examination found an internal insulation abrasion breaching the right ventricular cable lumen. No other anomalies were identified.

Event description:
This report is to advise of an event observed during analysis.